Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (444 mg/dl) with a moderate level of ketones and the cause was not known. An insulin injection was administered. The cartridge was changed and the infusion set site was changed multiple times. The customer went to the emergency room (ER). The customer was treated with fluids, zofran and had blood work done. After a few hours, the customer left the ER with a bg of 175 mg/dl (normal range) and had felt better.